Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12 as lvp 20d dehp 2ss cv experienced component separation. The following information was provided by the initial reporter: we have had 2 departments report 12 instances of primary tubing separating. All appear to be lot number (10) 20123007, which represents our entire stock of primary sets.

Manufacturer narrative:
H6: investigation summary the customer reported the tubing is separating, and returned two used sets and two unopened sets all of material #2420-0500 and lot #20123007. The four samples tested all had separations at the lower fitment of the pumping segment, and had virtually no solvent applied to the connection. The two unopened sets separated in the bag before being used at all. The root cause for this defect was no solvent being added to the connection site. Manufacturing has made some changes to the assembly process since these sets were assembled, in order to lower the failure rate. A device history record review for model 2420-0500 lot number 20123007 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 07dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. H3 other text : see h10

Event description:
It was reported that 12 as lvp 20d dehp 2ss cv experienced component separation. The following information was provided by the initial reporter: we have had 2 departments report 12 instances of primary tubing separating. All appear to be lot number (10) 20123007, which represents our entire stock of primary sets.